Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the paxgene® blood rna tube experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "sometimes negative pressure in the pax tube is not enough to overcome a syringe with attached vacutainer. (Syringe is attached to an IV line setup, vacutainer used to pierce the paxgene cap and allow draw via negative pressure). In some cases less than 2.5 ml is drawn."